Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident. A technical support specialist (tss) dialed in to the station and checked the zebra printer configuration settings. All settings were verified as correct, and the dithering option was confirmed to be set to none. A test print was performed successfully. The tss verified with the customer whether there were any remaining barcode issues, and the customer confirmed that the issue had been resolved. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary standalone insulin printer prints the patient label with a barcode; however, the barcode does not scan correctly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.